Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing, received with normal operating currents and no unexpected battery out of limit alarm noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked belt clip slot.

Event description:
It was reported that the customer received a button error alarm on the insulin pump, after the customer was in a steam room. The customer's blood glucose was 45 mg/dl, which was treated with a meal and juice. It was advised to revert to a back-up treatment plan. Nothing further was reported.